Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator alarmed with data acquisition pcba adc failed. The customer reported the unit was not in use on patient.